Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had used the cartridge for 10 days and the infusion set for 3-5 days with humalog insulin. Tandem technical support informed the customer of off label use per the user guide. Customer's blood glucose level was 17 mg/dl to 160 mg/dl. The customer went to the emergency room (ER) due to low bg and being unconscious. Cause of low bg was unknown. Reportedly, the customer had administered a manual injection of two units of insulin and fell asleep. Bg was treated with intravenous fluids of saline. Customer was released from the ER 6 hours later with the issue resolved and no permanent damage.